Event description:
It was reported that, "patient revised because of instability. Patient done elsewhere. No notes."

Manufacturer narrative:
An evaluation of the devices cannot be performed as the devices were requested by the patient and not returned to the manufacturer. Lot code information was requested. Information provided stated that no medical records or x-rays are available. If devices or additional information become available, the evaluation summary will be submitted in a supplemental report. The following other devices were listed in this report: triathlon prim tib baseplate - cemented: cat# 5520-5-400, lot unknown. Triathlon-ps tibial insert #4-16mm: cat# 5532-p-416, lot unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's instability.